Manufacturer narrative:
Continuation of d10: product ID: unknown dilation balloon; product lot/serial number: unknown; product type: unknown balloon catheter; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with difficult anatomy and a non-medtronic surgical aortic valve (19 mm trifecta) underwent valve-in- valve implantation of a medtronic transcatheter aortic valve (23 mm evolut fx). The implantation was described as perfect, with good position, no leak, and good hemodynamic results. Despite the optimal outcome, the physician decided to perform a balloon post-dil ation. Following the post-dilation, the patient experienced electromechanical dissociation and a significant pressure drop (hypotension). Heart massage was performed for twenty minutes, but normal pressure could not be restored, and the patient died. The cardio logists assessed that the evolut fx valve was not responsible for the event and attributed the outcome to the post-dilation.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the cause of death was due to aortic insufficiency that was pre-existing, but increased after post-implant dilation.

Event description:
Additional information was received that the inflation device was a indeflator. The iao was a pre-existing condition for the patient and there was more noted after post dilation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with difficult anatomy and a non-medtronic surgical aortic valve (19 mm trifecta) underwent valve-in- valve implantation of a medtronic transcatheter aortic valve (23 mm evolut fx). The implantation was described as perfect, with good position, no leak, and good hemodynamic results. Despite the optimal outcome, the physician decided to perform a balloon post-dil ation. Following the post-dilation, the patient experienced electromechanical dissociation and a significant pressure drop (hypotension). Heart massage was performed for twenty minutes, but normal pressure could not be restored, and the patient died. The cardiologists assessed that the evolut fx valve was not responsible for the event and attributed the outcome to the post-dilation. Additional information was received indicating that the patient's condition going into the valve-in-valve procedure was not very well. A non-medtronic balloon (20 mm atlas) was used for the post-dilation, in which one inflation was performed. According to the physician, the specific cause of death was unable to be determined but may have been due to an iao or coronary occlusion. An autopsy was not performed.